Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening anterior and creases fold leak test and microscopic analysis was performed which identified: observed void >1 mm in non-textured, valve-to shell-bond area, wear abrasion, striated opening on anterior and sharp opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior (valve bond edge) due to an unidentified (tear) opening. A striated opening on anterior due to surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted.